Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had unresponsive buttons. The customer treated his blood glucose with multiple daily insulin shots. Troubleshooting was performed. The buttons were not responding, and the device had a frozen display. The customer stated that the device was rested for couple hours and the buttons were still unresponsive. Advised the customer to discontinue use of the insulin pump and to revert to back up plan. No further information was provided.